Manufacturer narrative:
The device location was not provided. The device will not be returned. A follow-up report will be submitted with all additional relevant information.

Event description:
(B)(6). It was reported this was an arteriotomy closure of the left common femoral artery using the pre-close technique prior to a heart valve procedure. Reportedly, closure was attempted with two proglide devices. The sutures of two additional proglide devices were then used, but unsuccessful due to a posterior wall plaque flap dissection. A surgical cut-down was performed with endarterectomy and patch repair. Satisfactory hemostasis was achieved. Drains were placed in the left femoral groin. Adverse event was resolved without sequelae. No additional information was provided.

Manufacturer narrative:
The device was not returned for evaluation. A review of the manufacturing records could not be conducted because the lot number was not provided. The patient effect of dissection is listed in the electronic proglide instructions for use (IFU), as a possible adverse event of use of the device. A conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined. The treatment appears to be related to circumstances of the procedure. There is no indication of a product quality issue with respect to manufacture, design or labeling of the device.e1: address 1 and postal code.